Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance measurements that rose gradually, plateaued, and then started rising again to greater than 125 ohms. Technical services (ts) discussed continuing to monitor and raising the alert value. This rv lead remains in service. No adverse patient effects were reported.